Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the shock impedance measurements continue to be high and out of range, so the patient was brought in for defibrillation threshold (dft) testing. During the dft testing the patient was induced with a shock on t and a 41 joule shock failed to convert. The patient was externally rescued. Upon interrogation a code appeared which indicated the device had shocked into an open circuit condition. Programmer showed fc 1005, open circuit. A revision procedure was performed where the physician noted that with the setscrew tightened down, he could pull out the df-1 pin on the lead. The physician noted that the cause of the loose connection issue was that the setscrew was not fully tightened. The physician successfully tightened the setscrew and the lead and device remain in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increasing shock impedance measurements, ultimately measuring greater than 125 ohms. It was reported that if the increased measurements continued to persist at the next patient follow up, the patient would be brought to the lab for further evaluation, including commanded shocks. No shocks have been delivered from the single coil lead. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a year and a half later, the shock impedance measurement was high and out of range, thus a revision procedure was performed where the high voltage rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.